Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. It was reported that the patient passed away due to low blood pressure, respiratory failure, and pulmonary embolism. Review of the download data indicates that the patient received two inappropriate treatments on (B)(6) 2017. The patient was treated two times while in atrial fibrillation (af) a-flutter. The post-shock rhythm of the treatments was also af a-flutter. Motion artifact contributed to the false detection. The lifevest was removed while the patient was in an idioventricular rhythm at 80 beats per minute. There is no evidence to suggest that the lifevest caused or contributed to the patient's death.